Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The possible batch number is reported as follows; batch cd6009, mfg. Date: 04/20/2010, exp. Date: 01/31/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The tip of the needle broke during suturing and the needle pieces were removed from the patient. There were no adverse patient consequences reported.